Event description:
It was reported that this right ventricular (rv) lead, exhibited fluctuating pacing impedance measurements. The lead trend showed measurements in the 700-800 ohms range with spikes up to 2500 ohms and at time greater than 3000 ohms. There was no evidence of noise. Continued monitoring was discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).